Manufacturer narrative:
Product event summary #evaluation determined that there was no allegation of a device failure, but investigation is needed because the event was determined to be potentially reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report that the patient had an infection with drainage that had been treated with antibiotics.there were no contributing factors identified.

Event description:
Additional information was from the consumer reported that no steps were taken to resolve the infection with drainage and the issue was not resolved. The patient stated that ¿the ins want cover the removal of it¿ so they were having this looked into.

Event description:
A patient reported an infection with drainage. The patient stated he had not been able to stop the draining from the implantable neurostimulator (ins). He had been to a plastic surgeon and had been treated with antibiotics. The patient stated that both the plastic surgeon and his healthcare provider say that he probably needs to have the ins taken out. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.